Event description:
As reported via legal documentation the patient had a bilateral knee replacement on (B)(6) 2017. Approximately 6 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 4256227, 521-78-36 - threaded pin size 5.1 collarless 2pk. 4588554, 02-010-01-0350 - logic femoral ps cem right sz 5. 4632081, 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. 4676776, 200-07-32 - advanced patella 32mm 3 peg implant. Pending investigation.

Manufacturer narrative:
H10. Additional/updated information ¿ g2, h6 health effect - clinical code & medical device problem code, h7, h8, h9. H11. Corrected data ¿ device information correctly reported in initial MDR- device is tibial insert.

Manufacturer narrative:
D10. Concomitants: (B)(6) 521-78-36 - threaded pin size 5.1 collarless 2pk. (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant. (B)(6) 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. Further information and/or investigation results will be provided within 30 days of receipt.

Event description:
As reported via legal documentation the patient had a bilateral knee replacement on (B)(6) 2017 due to severe varus osteoarthritis. Approximately 6 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. Revision op report noted that there was no significant wear or osteolysis regarding the removed insert. The patella was found to be well fixed with some oxidation but no obvious wear. The tibial component was well-fixed, femoral component was easily disimpacted. There was osteolysis in both femoral condyles that was contained. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2025-00025 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00025 the following sections were updated: g1, h6, the following sections were corrected: b1, b2, d1, d4, h4, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear secondary to femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.